Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint broken haptic was observed on the returned photo. Photo review: the returned photo shows an intraocular lens (iol) on surgical gauze. It appears that half of the optic is present in the photo. One haptic is broken/torn and is placed next to the optic. The reporter stated that the photo was taken after lens removal. Based on our observation of the attached photo, an explanted iol is placed on a surgical gauze. It appears that half of the optic is present in the photo. One haptic is broken/torn and is placed next to the optic. A final root cause cannot be determined based on available information. In addition to this, all iol are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed broken haptic would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during implantation haptic of the lens came off. The lens had to be changed; the patient was not injured. Additional information has been received and stated that during surgery, during lens implantation in the anterior chamber noticed that haptic of the lens came off and the intraocular lens (iol) was explanted and exchanged for unspecified lens during initial procedure. The patient condition is satisfactory.